Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh into the abdominal wall during a laparoscopic hernia repair, the surgeon fired the device several times successfully but the tack would not hold the mesh when the surgeon went to fire into the abdominal wall. They tried a second device and the device would not hold the mesh to the abdominal wall again. Another device was opened and the case was completed with no issues. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, the trigger of the instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time.